Event description:
It was reported the patient underwent surgical intervention and had her scs ipg replaced due to the ipg being inoperable. Reportedly, the patient reported the patient had not charged the system in sometime. Stimulation therapy was turned on and effective therapy was established postoperatively.